Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and the clinical investigation reveals the following: based on review of 6 pages of medical records and information obtained from verbal reports, the diagnosis of peritonitis is confirmed. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called into technical support requesting operation assistance entering a daytime exchange. During this call, the patient stated that she was taking antibiotics for an infection. Follow up with the patient's peritoneal dialysis nurse (pdrn) confirmed the diagnosis of peritonitis. On (B)(6) 2014, a culture, cell count and gram stain of the patient's effluent peritoneal dialysis (pd) fluid revealed cloudy fluid, with wbc's of 7028 and showed coagulase negative staphylococcus. The patient was started on vancomycin 1 gram and fortaz 1 gram intra-peritoneal. The pdrn added that the peritonitis originated from a break in the aseptic technique. The patient was connecting to the cycler while the ceiling fan was blowing overhead. There were no air of fluid leaks. The patient continues with the ccpd program.